Event description:
On february 7, 2008, the lay-user/patient contacted lifescan alleging that she was having an "apply sample" issue with a one touch ultra 2 meter. The patient indicated that the alleged meter issue started in 2008, at an unspecified time. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. At an unspecified time after the meter issue began, the patient developed symptoms of sweating. The patient denied receiving medical intervention and was not tested on another device during the time of concern. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, and if the patient made any changes to the regimens because of the reported meter issue. In addition, it would have been helpful to know what actions the patient took before, during, and after the symptoms developed, what time the symptoms developed, and what time the meter issue began. The reported issue was resolved with troubleshooting/training. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. It is not known what duration the patient was unable to test before she developed the symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.